Manufacturer narrative:
Patient elected to have device removed in preparation for MRI requirements related to crohn's disease. Explanted device was disposed of. No further action to be taken.

Event description:
Device explant due to the need for serial abdominal MRI due to worsening of crohn's disease. Per patient's provider: the crohn's disease is back and worsening, the patient will need several abdominal mris in the future, the device was removed, and there are no plans for re-implantation.